Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-01604. It was reported that rotawire detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.50mm rotalink¿ plus and a 330cm rotawire were selected for use. After the 2nd ablation was performed at 180,000rpm, it was noted that the rotawire was not able to insert straight. However, the burr came in contact with the spring tip solder joint and caused the wire to detached at that portion. The detached rotawire was retrieved using another wire and there were no fragments left inside patient's body. The procedure was completed with another of the same device. No further patient complications were reported and patient's status was stable.